Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary: no product was returned for investigation. Sepsis: in order to make a root cause determination, the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Hemoptysis/ anemia: the cause of the injury was not determined due to insufficient clinical details. Hematoma: ultrasound of r chest yesterday showed small hematoma, 2cmx1cm. The cause of the hematoma is determined to be patient condition because the hematoma is noted at the non-impella site. Device history review: device with passed all post sterile inspection checks.

Event description:
The user facility reported that the patient had sepsis, anemia, hematoma and hemoptysis during impella 5.5 support. Patient showed signs of sepsis during support. Additionally, patient's hemoglobin levels trended down for which 1 unit of packed red blood cells was given. The next day, it was noted that the day prior, patient's right chest showed a small hematoma. Patient also had significant bloody secretions from trachea. Pump was explanted a few days later. Patient was stable.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.